Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices had punctured her fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2017 underwent right salpingectomy, on (B)(6) 2017 underwent left salpingectomy). At the time of the report, the fallopian tube perforation, pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. No further causality assessment were provided for the product. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices had punctured her fallopian tube/ perforation (fallopian tube (s)) / essure pockingthrough my tube"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding") and ovarian cyst ("cysts/ ovarian cyst") in a 34-year-old female patient who had essure (batch no. 624485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2001, (B)(6) 2007), premature birth, anterior cruciate ligament reconstruction, c-section in 2007 and metatarsal excision on (B)(6) 2016. Previously administered products included for an unreported indication: iud from 2002 to july 2006 and nuvaring from 2002 to july 2006. Concurrent conditions included body mass index normal, right lower quadrant pain, paraovarian cyst, abdominal pain since (B)(6) 2012, ovarian neoplasm since (B)(6) 2013, abdominal mass, endometriosis of pelvic peritoneum since (B)(6) 2014, endometriosis, site unspecified since (B)(6) 2014, excessive menstruation since (B)(6) 2017, iron deficiency anaemia since (B)(6) 2017, polyp of corpus uteri since (B)(6) 2014 and anemia. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, 6 years 11 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On 4-apr-2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation"), endometriosis ("endometriosis"), pre-eclampsia ("preeclampsia"), investigation noncompliance ("did not undergo an essure confirmation test"), scar ("scar tissue") and illness anxiety disorder ("hypochondria"). The patient was treated with solpadeine (tylenol no.1), naproxen, leuprorelin acetate (lupron), methylphenidate hydrochloride (concerta), surgery (on (B)(6) 2017 underwent right salpingectomy, on (B)(6) 2017 underwent left salpingectomy), surgery (surgical removal of device), surgery (ablation on (B)(6) 2017 and iron supplements) and surgery (right oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) . At the time of the report, the fallopian tube perforation, device breakage, ovarian cyst, menorrhagia, weight increased, endometriosis, pre-eclampsia, investigation noncompliance, scar and illness anxiety disorder outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, anxiety and depression had resolved and the vaginal discharge was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, illness anxiety disorder, investigation noncompliance, menorrhagia, ovarian cyst, pre-eclampsia, scar, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2014, right fallopian tube and ovary and left para ovarian cyst : 1. Received formalin is a 4x208x1.6 cm ovary resected in continuity with a 5.5 x 05. Cm. Segment of fallopian tube. Section of tube show the normal architecture. 2. The ovary has a tan-yellow convoluted external surface. The cut surface shows sub capsular thin-walled cysts, some filled with bloody fluid. The cyst measures to 0.7 cm. Also received in the same container is a 3.5cm . Portion of distal fallopian tube having n attached 2 cm. Paratubal thin-walled cyst with a smooth external surface. 3. On section the cyst lining shows a 0.7 cm area of granularity. The remaining cyst wall is smooth and glistening. On section the tubes shows the normal architecture. Microscopic examination: right fallopian tube and ovary and left paraovariann cyst: follicular cortical cysts of the ovary with crystal enoflbroma and fallopian tube with no diagnostic abnormalities. On (B)(6) 2017, endometrial curetting¿s gross: endometrial curetting¿s: received in formalin is a 2.3 x 2 x 0.4 cm aggregate of hemorrhagic tissue and clotted blood which is submitted in toto. Diagnosis: endometrium, curetting:;.: secretory phase endometrium. Benign endocervical glandular tissue. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: scar tissue, hypochondria¿ . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices had punctured her fallopian tube/ perforation (fallopian tube (s)) / essure pockingthrough my tube"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding") and ovarian cyst ("cysts/ ovarian cyst") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2001, (B)(6) 2007), premature birth, anterior cruciate ligament reconstruction, c-section in 2007 and metatarsal excision on (B)(6) 2016. Previously administered products included for an unreported indication: iud from 2002 to (B)(6) 2006 and nuvaring from 2002 to (B)(6) 2006. Concurrent conditions included body mass index normal, right lower quadrant pain, ovarian cyst, abdominal pain since (B)(6) 2012, ovarian neoplasm since (B)(6) 2013, swelling abdomen, endometriosis of pelvic peritoneum since (B)(6) 2014, endometriosis, site unspecified since (B)(6) 2014, excessive menstruation since (B)(6) 2017, iron deficiency anaemia since (B)(6) 2017, polyp of corpus uteri since (B)(6) 2014 and anemia. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, 6 years 11 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation"), endometriosis ("endometriosis"), pre-eclampsia ("preeclampsia"), investigation noncompliance ("did not undergo an essure confirmation test"), scar ("scar tissue") and illness anxiety disorder ("hypochondria"). The patient was treated with solpadeine (tylenol no.1), naproxen, leuprorelin acetate (lupron), methylphenidate hydrochloride (concerta), surgery (on (B)(6) 2017 underwent right salpingectomy, on (B)(6) 2017 underwent left salpingectomy), surgery (surgical removal of device), surgery (ablation on (B)(6) 2017 and iron supplements) and surgery (right oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, ovarian cyst, menorrhagia, weight increased, endometriosis, pre-eclampsia, investigation noncompliance, scar and illness anxiety disorder outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, anxiety and depression had resolved and the vaginal discharge was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, illness anxiety disorder, investigation noncompliance, menorrhagia, ovarian cyst, pre-eclampsia, scar, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2014, right fallopian tube and ovary and left para ovarian cyst : received formalin is a 4x208x1.6 cm ovary resected in continuity with a 5.5 x 05. Cm. Segment of fallopian tube. Section of tube show the normal architecture. The ovary has a tan-yellow convoluted external surface. The cut surface shows sub capsular thin-walled cysts, some filled with bloody fluid. The cyst measures to 0.7 cm. Also received in the same container is a 3.5cm . Portion of distal fallopian tube having n attached 2 cm. Paratubal thin-walled cyst with a smooth external surface. On section the cyst lining shows a 0.7 cm area of granularity. The remaining cyst wall is smooth and glistening. On section the tubes shows the normal architecture. Microscopic examination: right fallopian tube and ovary and left paraovariann cyst: follicular cortical cysts of the ovary with crystal enoflbroma and fallopian tube with no diagnostic abnormalities. On (B)(6) 2017, endometrial curetting¿s gross: endometrial curetting¿s: received in formalin is a 2.3 x 2 x 0.4 cm aggregate of hemorrhagic tissue and clotted blood which is submitted in toto. Diagnosis: endometrium, curetting:;.: secretory phase endometrium. Benign endocervical glandular tissue. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: scar tissue, hypochondria¿ most recent follow-up information incorporated above includes: on 24-jan-2018: pfs received - new events ¿abnormal bleeding, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, anxiety, weight gain, depression, endometriosis, vaginal discharge, cysts/ ovarian cyst, preeclampsia, did not undergo an essure confirmation test, scar tissue, hypochondria were added. New reporter were added. Historical and concomitant condition and treatment medication were added. Lab data were added. Patients information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices had punctured her fallopian tube/ perforation (fallopian tube (s)) / essure pockingthrough my tube"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding") and ovarian cyst ("cysts/ ovarian cyst") in a (B)(6) year-old female patient who had essure (batch no. 624485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2001, (B)(6) 2007), premature birth, anterior cruciate ligament reconstruction, c-section in 2007 and metatarsal excision on (B)(6) 2016. Previously administered products included for an unreported indication: iud from 2002 to (B)(6) 2006 and nuvaring from 2002 to (B)(6) 2006. Concurrent conditions included body mass index normal, right lower quadrant pain, paraovarian cyst, abdominal pain since (B)(6) 2012, ovarian neoplasm since (B)(6) 2013, abdominal mass, endometriosis of pelvic peritoneum since (B)(6) 2014, endometriosis, site unspecified since (B)(6) 2014, excessive menstruation since (B)(6) 2017, iron deficiency anaemia since (B)(6) 2017, polyp of corpus uteri since (B)(6) 2014 and anemia. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, 6 years 11 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation"), endometriosis ("endometriosis"), pre-eclampsia ("preeclampsia"), investigation noncompliance ("did not undergo an essure confirmation test"), scar ("scar tissue") and illness anxiety disorder ("hypochondria"). The patient was treated with solpadeine (tylenol no.1), naproxen, leuprorelin acetate (lupron), methylphenidate hydrochloride (concerta), surgery (on (B)(6) 2017 underwent right salpingectomy, on (B)(6) 2017 underwent left salpingectomy), surgery (surgical removal of device), surgery (ablation on (B)(6) 2017 and iron supplements) and surgery (right oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, ovarian cyst, menorrhagia, weight increased, endometriosis, pre-eclampsia, investigation noncompliance, scar and illness anxiety disorder outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, anxiety and depression had resolved and the vaginal discharge was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, illness anxiety disorder, investigation noncompliance, menorrhagia, ovarian cyst, pre-eclampsia, scar, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2014, right fallopian tube and ovary and left para ovarian cyst : received formalin is a 4x208x1.6 cm ovary resected in continuity with a 5.5 x 05. Cm. Segment of fallopian tube. Section of tube show the normal architecture. The ovary has a tan-yellow convoluted external surface. The cut surface shows sub capsular thin-walled cysts, some filled with bloody fluid. The cyst measures to 0.7 cm. Also received in the same container is a 3.5cm . Portion of distal fallopian tube having n attached 2 cm. Paratubal thin-walled cyst with a smooth external surface. On section the cyst lining shows a 0.7 cm area of granularity. The remaining cyst wall is smooth and glistening. On section the tubes shows the normal architecture. Microscopic examination: right fallopian tube and ovary and left paraovariann cyst: follicular cortical cysts of the ovary with crystal enoflbroma and fallopian tube with no diagnostic abnormalities. On (B)(6) 2017, endometrial curetting¿s gross: endometrial curetting¿s: received in formalin is a 2.3 x 2 x 0.4 cm aggregate of hemorrhagic tissue and clotted blood which is submitted in toto. Diagnosis: endometrium, curetting:;.: secretory phase endometrium. Benign endocervical glandular tissue. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: scar tissue, hypochondria¿ most recent follow-up information incorporated above includes: on 25-jan-2018: reporter information updated and essure lot number 624485 was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.